Event description:
Same case as 6000089-2007-00273. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 2007. The patient presented with an acute myocardial infarction (mi). The physician placed a taxus express2 3.5x24mm drug eluting stent to the 60% stenosed lesion in the proximal right coronary artery (rca). The stent was post-dilated with a 4.0x15mm quantum maverick balloon. The physician also placed a taxus express2 3.0x28mm drug eluting stent to the 50% stenosed lesion, with thrombus, located in the distal rca. Post procedure with 0% stenosis and timi 3 flow. Medications used during the procedure include; heparin, nitroglycerin, fentanyl and plavix. No patient complications were reported. Four days post procedure, the patient presented with an st elevation mi and ventricular fibrillator arrest. Thrombosis was found in the mid to distal rca. Initially, an extraction catheter was used, followed by the placement of two taxus express2 drug eluting stents, a 3.5x32mm and 3.5x12mm, to the mid rca. Post dilation was done with a maverick 4.0x30mm balloon. The distal rca was treated using a 3.0x30mm non bsc balloon. Post procedure, the mid rca was 0% stenosed with timi 3 flow and the distal rca was 10% stenosed with time 3 flow. Medications used during this procedure include; heparin, nitroglycerin, adenosine, integrilin and fentanyl. No patient complications were reported. Procedure result was "successful".

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. A review of the manufacturing records for this particular batch namely top assembly batch # 8718948 found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of the complaint incident could not be determined.